Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
While exporting a patient folder from the robot stand, an error during export occurred. Logs showed that the patient folder could not be copied to the intermediate folder. Clearing/deleting everything from the temp encrypted folder on the maintenance side of the robot then allowed for the patient folder to be exported through the (B)(6) software.

Manufacturer narrative:
A full analysis of the data logs has been performed and revealed that a known software anomaly was at the origin of the reported event : the export of the patient folder failed because the overwrite function does not permit to erase read only files. The issue happens if a patient folder with the same name already exists in the intermediate folder or in the usb. This software anomaly will be addressed through our design issues management process.

Event description:
While exporting a patient folder from the robot stand, an error during export occurred. Logs showed that the patient folder could not be copied to the intermediate folder. Clearing/deleting everything from the temp encrypted folder on the maintenance side of the robot then allowed for the patient folder to be exported through the rosa brain software.